Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin. At the time of the reported event, the customer loaded a new cartridge successfully and received an accurate fill estimate. The customer reported blood glucose level was in the low 200's (mg/dl) and was addressed by delivering a correction bolus.